Event description:
The customer reported that the system was running slow and would not play back cine runs, then it would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.